Event description:
The device passed pre-run test but would not work on max. The customer reported there was a tone but did not report any errors or know what type of tone was heard. The staff used another handpiece and disposable to proceed with no patient consequence.